Manufacturer narrative:
Product event summary: the full lead was returned in segments, and analyzed, the analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead helix extended without operator input twice during implant. The helix was retracted and then the helix would not extend. It was also noted that the introducer was kinked and that veinous access was "very tight". Ultimately, the rv lead was not used, and a different lead was implanted instead. It was further reported that the left bundle branch (lbb) lead was returned to the manufacturer after being attempted but not used during implant due to patient anatomy. The patient had severe heart failure disease with significant his purkinje disease and an optimal qrs morphology could not be achieved. The lbb lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.